Event description:
It was reported that during a laparoscopic gastrectomy, two devices were used. During the operation the doughnut and stapleline seemed ok. Postoperatively 3-4 days there was a minor leak found. Conservative treatment (drainage) has been continued to control the leakage.